Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant of a transcatheter pulmonary bioprosthetic valve, inside a non-medtronic conduit from a previously corrected transposition of the great arteries, that the patient's right ventricular (rv) lead dislodged. A new rv lead was implanted in a left ventricular location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.